Manufacturer narrative:
(B)(4). The covidien technical service engineer (tse) troubleshot this malfunction with the customer over the telephone. The tse recommended replacing the keypad. The customer acknowledged, and stated they would call back if further help was needed.

Event description:
It was reported that, during set-up and calibration, the ventilator generated error codes every time the accept key was pressed. The ventilator would not go into normal ventilation mode. There was no patient involvement.